Event description:
Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Capsular contacture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued h6: f2201, f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture, lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "intra and extracapsular rupture of let device with periprotesic liquid. Armpit adenopathies on left which could be siliconomas" and capsular contracture baker grade unknown.

Event description:
Patient reported left side "discomfort, pain and inflammation this recent year, especially on the left", during "a breast ultrasound ... A seroma was detected and I was advised to have an MRI" which showed "signs of intracapsular and extracapsular rupture ... With periprosthetic liquid" and "armpit adenopathies on left which could be siliconomas". The left implant was reportedly intact but with a capsular contracture baker grade unknown and syndrome of a double capsule. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late : unable to observe since it is a medical event and is not related to the device. Lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Double capsule : unable to observe since it is a medical event and is not related to the device. Inflammation/irritation : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side "discomfort, pain and inflammation this recent year, especially on the left", during "a breast ultrasound ... A seroma was detected and I was advised to have an MRI" which showed "signs of intracapsular and extracapsular rupture ... With periprotesic liquid" and "armpit adenopathies on left which could be siliconomas". The left implant was reportedly intact but with a capsular contracture baker grade unknown and syndrome of a double capsule. Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.